Manufacturer narrative:
The immucor laboratory tested retention product on 31jul2017 which performed as expected.

Event description:
On (B)(6) 2017, a european (B)(4) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.